Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported leaking at the o rings. Troubleshooting conducted during the phone call and was informed of the proper way to insert the reservoir into the pump. Instructed customer to change set and return reservoir.